Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump intermittent button response on the esc button due to corroded keypad traces noted. No unexpected freezing of screen noted; time advanced properly. The insulin pump passed rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. However, the insulin pump failed displacement test due to encoder signal out of phase. The insulin pump had a cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding. Insulin pump will be replaced.